Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a non guide wire crossed the lesion, a 2.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced. The balloon was inflated however, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.